Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high hdlc3 hdl-cholesterol plus 3rd generation results for an unknown number of patient samples. The customer was only able to provide data for one patient, but she indicated there were others that were corrected. The initial hdl result was 111 mg/dl and was reported outside the laboratory. The doctor questioned the result and asked the laboratory to repeat testing. On (B)(6) 2016, the repeat result was 35 mg/dl. The customer was not aware of any adverse events. The reagent lot number was 61820901 with an expiration date of 6/30/2017. The field service representative found the vacuum vessel was separated and he repaired it. He performed a precision run and the results met guidelines. The customer ran qc and the results met guidelines.